Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
As only the left lead was reported migrated, this product is no longer reportable.

Event description:
Additional information indicates that only the left lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the leads were replaced to address the issue. Therapy was restored post-operatively.